Event description:
During setup for right total knee arthroplasty, two packages of bone cement were placed on sterile field by two individuals, a student scrub tech and an rn circulator still in orientation. This product comes in a box with a tear-open outer foil package, a non-sterile inner peel-pack, and a sterile inner peel-pack containing the cement. In this case, one cement pack was added to the field still in the non-sterile inner peel-pack and the other was dropped onto the field in the sterile inner pack. The remainder of the instruments and supplies were arranged by the student scrub tech after unknowingly handling the unsterile middle pack while sterile. The non-sterile pack was discovered when surgeon was ready for implants and scrub tech went to assist student scrub tech with cement preparation. At that point, with the pt under spinal anesthesia, everything was broken down, everyone re-sterilized and started over with fresh supplies, equipment, and implants. We believe the product packaging should be re-configured to prevent this error, as this is the only surgical item we use in our hospital that is packaged in this manner.